Event description:
During left knee arthroscopy and reconstruction with allograft, the disposable drill sleeve for the rigidfix btb cross pin broke. The surgeon was able to remove the broken piece and confirmed this with an x-ray. There was no harm to the patient.what was the original intended procedure?left knee arthroscopy and reconstruction with allograft.